Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician found dust contamination and error codes e007 (software error), and e053 (comp_log_sem_timeout error). The device was scrapped by the service center after the evaluation was completed. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.